Manufacturer narrative:
Lefevre, p., lainay, c., chavent, a., bejot, y., giroud, m., voguet, c., . . . Ricolfi, f. (2012). Solitaire fr as a first line device in acute intracerebral occlusion: a single center retrospective analysis. Journal of neuroradiology, 39(1), 14. Doi:10.1016/j.neurad.2012.01.037 the solitaire devices have not been returned for evaluation; product analysis cannot be performed. Based on the reported information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2017-01015 2029214-2017-01016.

Event description:
Medtronic literature review found reports of hemorrhage after solitaire fr thrombectomy. The purpose of this article was to analyze the clinical and angiographic effectiveness of the solitaire fr as a mechanical thrombectomy device in acute intracerebral occlusion. The authors retrospectively reviewed 62 patients who underwent solitaire fr mechanical thrombectomy with or without intravenous thrombolysis. Mean age was 64.9 years. Male to female ratio was 1:1. The article states that post-procedure, five patients experienced intracranial hemorrhage: three patients were asymptomatic and two patients were symptomatic.